Manufacturer narrative:
(B)(4). Date sent: 10/19/2015. Device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the exact location of the leak identified? What type of drainage was performed? Were there any issue noted with staple formation in initial procedure?

Event description:
It was reported that during a gastroplasty by video (bypass) procedure, the surgeon reported that two days ago he had to perform a laparotomy in a patient that was submitted to a bypass for approximately thirty days. The patient went home and after some days, the patient presented pain and fistula. The surgeon made a endoscopic evaluation, made a drainage of the collection and as it didn't solve the situation, he decided to do the surgery. The surgeon was surprised once the stapling line of the thin handle section (y confection) was totally opened (white load). Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information received: - what is the patient gender/bmi? Male; (B)(4). - please describe cartridge selection for all parts of the procedure. Blue and white - was buttressing material used? No. - did the surgeon wait 15 seconds prior to firing? Yes. - were there any issues with staple formation at site of leak? During the surgery it was not detected any changes but in the 6th day of pos op was identified the beginning of the biliary drainage through the drain hole. The patient was submitted to readmission, endoscopic investigation, flexible enteroscopy, magnetic resonance (rm) and two reoperations. It was identified full opening of the stapling lines of the intestinal section, vertical stomach stapling, enteroentero and abandoned stomach. It was necessary placement of esophageal gastric prosthesis and resuture of the wall. Now, the patient is evolving to gastrogastric fistula with 65 days of hospitalization. - was the exact location of the leak identified? See above. - what type of drainage was performed? Biliary. - were there any issue noted with staple formation in initial procedure? No.